Event description:
An end user reported he has circumferential red, raw, weeping skin under the white tape collar of his skin barrier. The end user also stated he experiences some bleeding at times from this area.

Manufacturer narrative:
Based on available info this event is deemed a serious injury. The end user stated he uses 3m cavilon no sting protective barrier spray followed by hollister premium powder. He cleanses his peristomal skin with water, and uses stomahesive paste on his peristomal skin. The end user also stated he changes his wafer every 3-4 days and uses tape to picture frame around the wafer to extend the wear-time. The end user stated he first noted this area approx 1 yr ago. The end user saw wound ostomy continence nurse and was recommended that he apply stomahesive powder and protective barrier spray to the affected area. He was instructed on crusting with stomahesive powder followed by skin protective barrier wipes or spray. He was also instructed to cut the white tape collar off of his skin barrier until samples without the tape collar are received. End user was advised to contact his health care provider. No add'l pt/ event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. (B)(4)